Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block g3: literature source repici a, capogreco a, marco s, et al. "Cold versus hot emr for large duodenal adenomas" gut 2022; 71: 1763-1765. Doi:10.1136/gutjnl-2022-327171. Block h10: this report was based off the journal article repici a, capogreco a, marco s, et al. "Cold versus hot emr for large duodenal adenomas." Gut 2022; 71: 1763-1765. This report was sent in error and boston scientific does not consider this to be a reportable event. Additionally, upon further review of the article, there is no indication that the snares used in the hot emr cases associated with adverse events were boston scientific devices. The article reported that boston scientific snares were used in the cold emr cases and there were no reported complications associated with this group. The article did not identify the manufacturer(s) of the snares used during the hot emr cases. Boston scientific no longer considers this to be an incident against a boston scientific device and as such, no longer considers this to be a reportable event. Block h11: correction to block b1, block b2, block b5, block h1, block h6, and block h10 in the initial MDR

Event description:
Boston scientific corporation became aware of the following event through the article "cold versus hot emr for large duodenal adenomas" written by alessandro repici, et al. The retrospective study compared cold emr and hot emr in terms of safety and recurrence rates for the removal of large duodenal adenomas. According to the literature, 33 patients underwent cold emr for duodenal adenomas using a 10mm captivator ii, and 101 hot emr cases previously performed were retrospectively collected to provide comparative data. It was reported that a patient who underwent hot emr had a post procedural perforation requiring emergency surgery. Note: no further information has been obtained despite good faith efforts. Correction: this report was based off the journal article repici a, capogreco a, marco s, et al. "Cold versus hot emr for large duodenal adenomas." Gut 2022; 71: 1763-1765. This report was sent in error and boston scientific does not consider this to be a reportable event. Additionally, upon further review of the article, there is no indication that the snares used in the hot emr cases associated with adverse events were boston scientific devices. The article reported that boston scientific snares were used in the cold emr cases and there were no reported complications associated with this group. The article did not identify the manufacturer(s) of the snares used during the hot emr cases. Boston scientific no longer considers this to be an incident against a boston scientific device and as such, no longer considers this to be a reportable event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a24 captures the reportable event of adverse event without identified device or use problem.

Event description:
Boston scientific corporation became aware of the following event through the article "cold versus hot emr for large duodenal adenomas" written by alessandro repici, et al. The retrospective study compared cold emr and hot emr in terms of safety and recurrence rates for the removal of large duodenal adenomas. According to the literature, 33 patients underwent cold emr for duodenal adenomas using a 10mm captivator ii, and 101 hot emr cases previously performed were retrospectively collected to provide comparative data. It was reported that a patient who underwent hot emr had a post procedural perforation requiring emergency surgery. Note: no further information has been obtained despite good faith efforts.